Manufacturer narrative:
(B)(4). Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a shoulder repair that one of the sutures on the customer's gryphon p br anchor with dual suture and one of the sutures on their healix advance br 4.5mm with 3 sutures broke when tying the knots. The gryphon implant broke first and the healix was implanted to help secure the device in the bonehole. The surgeon completed the procedure with the devices with no patient consequences or delay. The devices were secured left in the boneholes. The sales rep reported that the bone quality was good. The sales rep confirmed that the suture was not nicked or frayed by any other instruments and at the time the only device being used was our knot pusher. Please see also medwatch report 1221934-2018-52075.